Event description:
It was reported that the patient's status is post right reverse total shoulder arthroplasty. One of the screws from the implants came loose and fractured the scapula, causing pain.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.